Manufacturer narrative:
A complete lead was returned for analysis. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspection of the lead did not find any anomalies with the exception of procedural damage.

Event description:
It was reported that right atrial (ra) and right ventricular (rv) leads exhibited noise with over-sensing. Both leads were explained and replaced. The patient recovered and was discharged.